Manufacturer narrative:
The device remains implanted. The finished product met all specs prior to being released or general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states the following potential complications: "complications associated with the proper implantation of the pelvilace biourethral support system may include, but are not limited to: postoperative hematoma, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage." (B)(4).

Event description:
It was reported that, as a result of having the product implanted, the pt suffers from anemia, panic attacks, depression, recurrent urinary tract infection, midline cystocele, vaginal and vulva, urge and stress incontinence, vaginal vault prolapse, vaginal bleeding, anterior anal fissure, dysuria, adhesions, bowel obstruction and enterocele.